Event description:
Bariatric waffle cushion deflated while patient was using cushion in chair. The chair cushion was utilized for pressure reduction for skin care. Manufacturer response for pressure reduction cushion, bariatric waffle cushion (per site reporter). Equipment failure reported to customerservice@ehob.com. Product available to return to manufacturer for investigation.